Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0504427v, implanted: (B)(6) 2005, product type lead; product ID 7438, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3389-40, lot # j0537462v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that many years back in 2005,patient went to the hospital for something and the neurostimulator was turned off .it was added that it may ¿have been a machinery or some of the electronics there that maybe had affected it¿. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.